Manufacturer narrative:
Based upon the clinical assessment, the reported event has been confirmed. A design or manufacturing root cause for the reported event was inconclusive based on the available information, and overall the investigation is inconclusive. However, there were several factors identified based the clinical assessment that may have contributed to the event include: a near 90 degree angulation of the aortic neck; a 150 percent change in aortic neck diameter due to the tight stenosis at the severe bend, a concomitant thoracoabdominal aneurysm (with a severe, dual supra and infrarenal angulations); and, large patent lumbar arteries.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or it additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had a procedure on (B)(6) 2012 w/a bifurcated and an infrarenal aortic extension. Reportedly, the patient was evaluated on (B)(6) 2015 via computed tomography and a proximal endoleak was noted and a component separation between the components. The physician elected to treat the patient on (B)(6) 2015 w/a cook renu graft and a fem to fem bypass. However, the patient still had interoperative proximal endoleak after the cook renu graft was implanted. Therefore, the physician chose to reverse the heparin. Patient came back to or on the evening of monday (B)(6) 2015 with aaa rupture. They physicians attempted to perform an emergent open repair and explant of previously placed endologix graft and cook renu graft. However, patient expired.